Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 02:11 am while wearing the lifevest. The patient's parents reported that the lifevest was alarming and prompting bystanders to stand back and call 911. The patient was reportedly sleeping when the device was alarming. Resuscitation efforts were performed and the patient was transported to the hospital. A breathing tube was placed in the patient's throat to assist with breathing. The patient was reportedly breathing on his own for about an hour after arriving to the ER then a code blue was called. Per clinical review of the download data, the patient received four treatment shocks. On (B)(6) 2019, between 7:57:13 pm and 10:34:59 pm, the lifevest detected an arrhythmia twice while the patient was in ventricular tachycardia (vt) at 100 bpm. The response buttons were pressed during the detection. It is unknown who pressed the response buttons. At 10:45:25 pm, the device detected an arrhythmia while the patient was in vt at 100 bpm. The first treatment shock was delivered while the patient was in vt at 100 bpm with motion artifact. The post-shock rhythm was vt at 110 bpm with CPR/motion artifact. The second treatment shock was delivered at 10:46:28 pm while the patient was in vt at 110 bpm. The post-shock rhythm was idioventricular rhythm at 90 bpm. The third treatment shock was delivered at 10:47:08 pm while the patient was in idioventricular rhythm at 90 bpm. The post-shock rhythm was the same. Between 10:47:24 pm and 10:51:22 pm, the device intermittently detected arrhythmias and asystole while the patient was in an idioventricular rhythm from 50 to 90 bpm degrading to asystole with intermittent cardiac activity. At 10:53:57 pm, the last treatment shock was delivered while the patient was in asystole. The post-shock rhythm was idioventricular rhythm at 30 bpm degrading to asystole for 11 seconds transitioning to an idioventricular rhythm at 20 bpm. Between 10:54:20 pm and the electrode belt disconnection at 11:28:41 pm, the patient is seen in an idioventricular rhythm at 10 bpm and later asystole with intermittent cardiac activity and CPR artifact. Oversensing of low amplitude cardiac signal contributed to the false detections. The patient subsequently passed away on (B)(6) 2019 at 02:11 am.